Manufacturer narrative:
Patient inof:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -10.5 diopter, tore/broke during loading. On (B)(6) 2023, a replacement lens was implanted into the patient's right eye (od) and the problem was resolved.